Manufacturer narrative:
(B)(4). Medical product:biomet cc I-beam tray 75mm catalog # 141224 lot # unknown;series a pat thin 37x8.6 3 peg catalog # 184788 lot # unknown.vanguard cr ilok fem-lt 67.5 71/75 x 13 catalog # 183030 lot # unknown.customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event:0001825034-2018-05183 remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent manipulation due to unknown reason.